Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements causing an over-instrumentation and as a result the apical foramen was perforated and bleeding. Further information about the patients has been requested and is pending as of this MDR evaluation.

Manufacturer narrative:
The device was evaluated and found to have various electrical issues.